Event description:
On (B)(6), 2011 clinic notes from a vns treating physician were received through case management. Review of the clinic notes dated (B)(6), 2011 revealed that the patient had sleep apnea in 2007. The relationship of the sleep apnea to vns is unknown at this time. The patient's settings on (b)(6, 2011 were output=2.75ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=3min/magnet output=3ma/magnet on time=60sec/magnet pulse width=500usec. A normal mode test was performed which showed output=ok/lead impedance=ok/dcdc=2/eri=no. The manufacturer' consultant reported that the patient' physician has passed away and the nurse quit. The physician' office has closed and there is no medical professional there. The patient has not yet been seen by another physician; therefore,there is no medical professional to follow up with at this time. If additional information is received, it will be reported.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6), 2011 additional information was received when product analysis was completed on the explanted generator. The generator performed according to functional specifications and there was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Event description:
On (B)(6) 2011, additional information was received when it was discovered that the vns patient had prophylactic battery replacement that day. The patient's impedance was within normal limits after surgery. The manufacturer's consultant reported that the patient is still in the process of finding a new neurologist. The generator was returned to the manufacturer for product analysis on (B)(6) 2011 that has not yet been completed.